Manufacturer narrative:
The device history record review (DHR) of the product visistat 35w 6/box, lot # 01b1400291 was manufactured on february 17, 2014 a total of (B)(4) pieces. Lot was released on february 20, 2014. DHR investigation did not show issues related to the complaint. The device sample was received by the manufacturer, but the investigation has not been completed at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that the staples do not close properly. There is no reported patient injury.